Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "breast implant illness (non-device related).

Event description:
Healthcare professional reported a rupture on an unknown side and "breast implant illness (non-device related)." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.